Event description:
The pump erode through the skin. The catheter access port was visible. An allergy test kit was sent to the hcp. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.